Event description:
The event was reported by customer from (B)(6): "programming error of the pump by the doctor because the programming of the pump is not easy and he has issue to distinguish the unit. The prescription is in mg/day, but in the sapphire pump, the unit is in mg/hour. Prescription: pca mode: 9.5 mg/day of morphine but the pump deliver 9.5 mg/hour of morphine. The issue is more a training issue, but there are consequences to the patient. The patient is a child, he dozed. Narcan had to be administered. The patient was quickly better."

Manufacturer narrative:
(B)(4).